Event description:
During a pacemaker change on (B)(6) 2014 there was a difficulty to connect the ventricular lead but stimulation was effective in ddd and the device was left implanted in patient. After the implantation, the patient didn¿t feel well but holter didn¿t show any capture anomaly. However, on (B)(6) 2014 the patient presented several syncopes. ECG of the day after showed clearly intermittent capture failure. A re-intervention was performed to check the position of the ventricular connector in the port. The subject device was replaced.

Event description:
During a pacemaker change on (B)(6) 2014 there was a difficulty to connect the ventricular lead but stimulation was effective in ddd and the device was left implanted in patient. After the implantation the patient didn¿t feel well but holter didn¿t show any capture anomaly. However, on (B)(6) 2014 the patient presented several syncopes. ECG of the day after showed clearly intermittent capture failure. A re-intervention was performed to check the position of the ventricular connector in the port. The subject device was replaced.

Event description:
During a pacemaker change on (B)(6) 2014, there was a difficulty to connect the ventricular lead but stimulation was effective in ddd and the device was left implanted in patient. After the implantation the patient didn¿t feel well but holter didn¿t show any capture anomaly. However, on (B)(6) 2014, the patient presented several syncopes. ECG of the day after showed clearly intermittent capture failure. A re-intervention was performed to check the position of the ventricular connector in the port. The subject device was replaced.

Event description:
During a pacemaker change on (B)(6) 2014 there was a difficulty to connect the ventricular lead but stimulation was effective in ddd and the device was left implanted in patient. After the implantation the patient didn¿t feel well but holter didn¿t show any capture anomaly. However, on (B)(6) 2014, the patient presented several syncopes. ECG of the day after showed clearly intermittent capture failure. A re-intervention was performed to check the position of the ventricular connector in the port. The subject device was replaced.

Manufacturer narrative:
The subject device was returned on (B)(4) 2015.